Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband called on behalf of the customer. The customer is concerned with test results from back to back blood tests of 440 amd 352 mg/dl. Customer was not using proper testing technique. The customer¿s expected fasting blood glucose test result is 270 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2020, the customer was not feeling well (no symptoms were reported), performed a blood test using the truemetrix meter, and obtained hi result. Consequently, the customer contacted her doctor and was advised to go to the hospital. Customer's blood glucose test result were around 590 mg/dl at the hospital. Customer was diagnosed with hyperglycemia and was administered IV fluids and 7 units of insulin. Customer was discharged three hours later when her blood glucose test result was 178 mg/dl. Doctor changed customer's medication and customer is now taking insulin. Customer was not concerned with the hi results because she knows her blood glucose was high. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 02-jul-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.